Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited possible loss of capture (loc). Technical services (ts) reviewed the presenting and stated that the rhythm showed possible atrial capture issue, as there was an extra deflection for ap beat vs as beats. Ts suggested to have patient seen in clinic for threshold testing. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited possible loss of capture (loc). Technical services (ts) reviewed the presenting and stated that the rhythm showed possible atrial capture issue, as there was an extra deflection for ap beat vs as beats. Ts suggested to have patient seen in clinic for threshold testing. This ra lead remains in service. No adverse patient effects were reported.